Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via a manufacturer representative on 2017-08-11 reporting that the patient weight and cause of the issues were unknown. The system was left on and the patient regarding stimulation therapy approximately 2 hours later. No further complications were reported.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and lumbar radiculopathy. It was reported that the ins was replaced on (B)(6) 2017 due to normal battery depletion and the leads were also replaced so that the whole system was MRI compatible. It was reported that there was no stimulation sensation. Post -operative after programming the stimulation sensation just stopped after putting it into MRI mode. Impedance testing and group measurements was 3382 ohms on p1 and 3573 on p2. After 5 minutes of stimulation, the group impedances decreased to 3177 and 3376 ohms. Electrode measurements were run which indicated ranges of 8,000 ¿ 11, 000 ohms and a random 2500 and 1400 ohms results. The calling manufacturer representative had not been in the case to provide intra-operative measurements and suspected no trolling of the lead for possible epidural fat scenario. High impedance issue post operative due to a suspected temporary fat issue. These events occurred on (B)(6) 2017. No further complications were reported.